Event description:
Medication treatment after total hip arthroplasty due to bursitis trochanterica. This case was reported within a follow-up examination of (B)(4) clinical study.

Manufacturer narrative:
[(B)(4)].